Event description:
It was reported that the device was implanted and explanted in 2008 due to unknown reasons. Implant duration zero days. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.